Event description:
While doing a robot-assisted total laparoscopic hysterectomy (davinci hysterectomy) with use of a (B)(4) cord with the electro surgical unit, when all of a sudden the cord attached to the machine was on fire. The physician turned the machine off, changed cable, informed biomed and preceded with the case. There was no injury to the pt or staff and no surgical or medical intervention.

Manufacturer narrative:
The result of the eval of the returned device indicates that the device may have been used beyond 20 times because of noticeable degradation on the color of the components. Olsen medical recommends that the device be used for not more than 20 sterilization cycles and also inspect cables for damage prior to each use. Proper maintenance and care of the device is important for safe operation.